Event description:
Pt with heart electrical problems needed heart medications. Attempts to enter the orders on the cpoe system were met with a message: "another user is currently manipulating orders on this patient....". Critical medication orders were delayed and professional time was wasted. Impact on other work flow was significant. The problem of inaccessibility of the cpoe system to the ordering health care professional when another service, commonly pharmacy, has opened the pts' profiles represents a clear and present danger to the pt, if for other reason that it delays care. Care is subsequently delayed and disrupted to other pts due to primary dysfunction of the it infrastructure. This flaw in the equipment is common.